Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (s/n: (B)(6) ) was returned for evaluation following the reported event of the pump turning off and loss of left ventricular assist device (lvad) communication alarms. The log files, extracted from (B)(6) , were reviewed and contained data spanning approximately 13 days ((B)(6) 2023 - (B)(6) 2024, (B)(6) 2024 per timestamp). On (B)(6) 2024 at 13:23:56, the file captured a transient pump stop associated with low speed advisory, low speed hazard, pump stop, and low flow fault flags. The pump stop lasted approximately 4 seconds and therefore did not last enough to trigger any alarms. Starting at 13:28:43, a loss of lvad communication alarm activated and was associated with com a and com b faults. While this alarm was active, the speed, flow, temperature, and pulse index values were not recorded; however, motor power was still recorded. The driveline was briefly disconnected at 13:34:09 and reconnected at 13:36:07; however, communication with the pump was not reestablished and the loss of lvad comm alarms remained active after the driveline was reconnected. This driveline disconnect event was consistent with the initial controller exchange. Of note, in the absence of pump communication, the controller uses a power range to determine if the pump is running. The controller motor power ranged from 5.8 ¿ 6.1 w and that power falls within the expected power range for an operational pump, so the ¿pump running¿ symbol remained illuminated. The driveline was disconnected again at 14:28:22 and the controller shutdown at 14:28:59, consistent with the second exchange of the controller and modular cable. It is unknown how pump operation was affected. The returned system controller was in unremarkable condition. The controller was functionally tested and passed without issue. The controller was connected to the returned associated modular cable and a mock circulatory loop. The system was able to operate as intended for an extended period of time. No atypical alarms were reproduced throughout testing. Per the provided information, a system controller exchange was performed. The loss of lvad comm fault returned and no parameters were displayed, except power. No vad sounds were heard so it was presumed the pump was off. An additional controller and modular cable exchange was performed; however, the issue still persisted. The pump remained silent indicating it was not operating, despite the controller pump running light-emitting diodes (led) lighting up. It was stated that the patient is no longer connected to a controller. The reported event was unable to be correlated to an issue with the returned system controller. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible) and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient was not in a CT scanner at the time the events occurred. It was unknown why a driveline disconnect occurred on (B)(6) 2024 at 13:34.

Event description:
Related MFR #2916596-2024-00112. It was reported that while having a computed tomography (CT) scan on a somatom 64 slice siemens definition as CT scanner, the patient experienced hypotension, needing a peripherally inserted central catheter (PICC) line and inotropes. The patient experienced a comm fault alarm. Additionally, the patient had a pump off event on 02jan2024 at 13:23 that lasted approximately 4 seconds. The acute rehab nursing staff noted; was displaying for all parameters, except for power, which was reading an average of 5w. It was also reported the green light was illuminated on the controller. The care provider could not auscultate the ventricular assist device (vad) tones, despite the green light illuminated on the controller. After the alarms, the patient was emergency transferred to the hospital for evaluation. The patient was not a surgical candidate for an exchange. The patient discontinued the use of the left ventricular assist device (lvad) and was discharged to home hospice with dobutamine. A review of the log file revealed comm a and comm b faults with loss of lvad comm alarms on 02jan2024 at 13:28. There was a brief driveline disconnect on at 13:34. The comm a and comm b faults continued for the remainder of the log until the driveline was disconnected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.